Manufacturer narrative:
B3: event date is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's ipg would not communicate with the external devices following an unrelated procedure. The patient did not set the ipg to surgery mode. Troubleshooting was able to resolve this issue.